Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: (B)(4). Flow sensor calibration failed. Pressure expiratory valve failed . No patient involvement.